Event description:
It was reported that the patient with a subcutaneous implantable cardioverter defibrillator (sicd), history of monomorphic ventricular tachycardia (>200 bpm), atrial fibrillation, and dilated cardiomyopathy, and currently 9 weeks pregnant, presented to the hospital after experiencing inappropriate shocks. Evaluation determined the shocks were caused by oversensing of atrial fibrillation (p wave activity) in the setting of reduced r wave amplitude, resulting in misclassification of atrial signals as ventricular tachyarrhythmia. Device diagnostics demonstrated inconsistent sensing across vectors, with both secondary and alternate vectors showing visible p wave oversensing and fluctuating signal amplitudes. Despite reprogramming (including secondary vector at 2x gain), sensing reliability remained variable. The primary vector appears to provide more stable qrs sensing with less atrial oversensing, though final configuration is pending. There have been only three nsr-to-tachy transitions since implant and none within the past 24 hours, indicating no recent true tachyarrhythmia episodes. However, due to continued risk of inappropriate therapy from oversensing, device therapy has been disabled. Ongoing evaluation is focused on optimizing sensing configuration and confirming signal stability, with consideration for replacement to a transvenous ICD system given persistent sensing limitations of the sicd. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.